Event description:
It was reported the ipg is loose and moving in the pocket and as a result causing discomfort. The pt reported the ipg has moved from the low back to under the rib cage. Surgical intervention may be undertaken at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.